Event description:
The manufacturer was contacted in reference to a remstar autoa-flex device. There was an allegation of her device has service required and evidence of being burnt. There was no report of patient harm or injury. There was no report of medical intervention. The device has not yet been returned to the manufacturer for evaluation. A follow up report will be submitted when the evaluation is completed.